Event description:
The lead was removed from an old 284-05 pacer, and connected to a new 284-05. When the lead impedance was checked it was 178 ohms. Rep says that the lead pin didn't fit appropriately. He says that he has this with another co's) lead. A new lead was implanted and works fine.

Manufacturer narrative:
This report is being submitted to correct the initial report. The correct data is in sections d.6 (serial #), d.7, and h.4.